Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified lesion in the distal left anterior descending artery. Using a femoral access site, while deploying the xience 3 x 28 mm a dissection occurred and it was treated with another xience 2.75 x 12 mm. There was no clinically significant delay in the procedure. No additional information was provided.